Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), a posterior leaflet prolapse and a flail for a mitraclip procedure. During device preparation, the dc handle needed to be retracted and advanced multiple times to thoroughly de-air the device. The clip was advanced within the patient and was successfully positioned. The clip was attempted to be opened but was unsuccessful. Troubleshooting was preformed by locking the clip, unlocking the clip, and attempting to open the clip however this was unsuccessful. The clip was removed from the patient and tested on the preparation table where it was identified that the clip would only open while at the 3rd unlock position. A replacement mitraclip xtw was selected, during device preparation the dc handle needed to be retracted and advanced multiple times to thoroughly de-air the device. The patient was advanced within the patient and implanted successfully. The procedure was discontinued. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was preformed, after significant force the sgc was removed from the stabilizer. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.